Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify charge or battery lasts less than expected and failed battery test due to blank display. Device received with cracked battery tube threads and cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that the spring is neither damaged nor corroded. Customer stated that the battery compartment is neither damaged nor corroded. Customer stated that the insulin pump had failed battery test alarm. The insulin pump will be returned for analysis.